Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #1556200500, 510k #k131321 and UDI # (B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was preoperatively diagnosed with adult spinal deformity and spinal canal stenosis. So the patient underwent anterolateral fusion and posterior interbody fusion at levels t8-s2al. The most cranial side was fixed with hook and tlif surgery at l5-s1 and olif (oblique lumbar interbody fusion) were performed. Post-op, it was reported that rods broke between l5/s. It is unknown in which of the either or both sides. The patient is scheduled for a revision surgery as a result of this event.